Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had dislodged. An attempt was made to reposition the leads but the rv lead helix would not retract and the ra lead helix took an excessive number of rotations to retract while overall retraction was sluggish. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.